Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator shut down during ventilation. Several technical alarms were generated indicating stop of ventilation and disabled valves. There was no pt harm. (B)(4).

Manufacturer narrative:
The investigation of the returned control printed circuit (pc) board and the evaluation of received device logs has been completed. Received device logs confirmed a single occurrence of the reported technical errors and a stop of ventilation on the date of the event. One technical error code indicates disabled valves and the other, a communication failure between the monitoring and the breathing subsystems. There was no patient harm. Simulated use testing of the returned control pc board in a reference ventilator confirmed the reported issue. A technical error occurred upon system start. This fault condition was permanent and it was not possible to start ventilation. Subsequent electrical tests indicated a hardware problem with the pc board. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified by a generated high priority alarm and the corresponding technical error code. The conclusion in this matter the reported issue is caused by a hardware failure occurring on the control pc board, but the failing component has not been determined.

Event description:
(B)(4).